Event description:
Prior to surgery, pt complained of muscle twitching in area of pacemaker. During the intraoperation testing of the leads, prepectoral muscle stimulation was observed and the ventricular lead coating was found to be violated. The initial pacemaker and leads were explanted and a new pacemaker with dual leads was reimplanted.